Event description:
It was reported the buttons on the customer's insulin pump was unresponsive. The customer's call was dropped before further information could be collected. Customer's blood glucose was 10 mmol/l. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.